Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one digital photo was reviewed. One crosser and guidwire are noted in the photo. Based on the photo the investigation is able to be confirmed for a tip detachment on the crosser as the metal tip is not visible in the photo. Conclusion: the sample was not returned. The investigation is confirmed for tip detachment per the photo review. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: - for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. - slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a calcified sfa, after an unknown time of activation, the distal tip of the recanalization catheter became stuck in the lesion and during retraction the tip allegedly detached. It was further reported that the catheter and detached tip were removed together without incident. There was no reported patient injury.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable as a malfunction. No medical records or no medical images have been made available to the manufacturer, however a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the sfa, the distal tip of the recanalization catheter became stuck and allegedly detached. The catheter and detached tip were removed together. There was no reported patient injury.